Manufacturer narrative:
On (B)(6) 2013, the crown had debonded. Upon the patient's return visit on (B)(6) 2013, the doctor cleaned the crown and re-cemented the crown, without further incident. To date, the patient is doing fine. An evaluation is anticipated but has not yet begun. The product was not returned; therefore, a 'visual,' 'gel time,' and 'set time' test of the retain samples were evaluated, yielding results within specifications. The paste appeared to be homogenous and free from contamination. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a patient had experienced sensitivity after placement with cement it.